Manufacturer narrative:
Concomitant medical products: 6935-58 lead, implanted: (B)(6) 2010, 3830-59 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket issues, erythema, and a hematoma with pocket revision. Antibiotic treatment was prescribed, however the pocket redness persisted and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. No further patient complications have been reported as a result of this event.